Manufacturer narrative:
Multiple attempts to obtain additional information have been unsuccessful. The product has not been returned for analysis, however, the return is anticipated. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that 9 years and 3 months post implant of this bioprosthetic valved conduit, it was explanted for reasons unknown. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, pieces of the valved conduit arrived in a cloudy unknown solution in a plastic specimen jar. Two pieces were of the valved conduit wall and one piece was a friable piece of tissue with a remnant of host tissue attached. The condition of the two valved conduit pieces made it difficult to determine if leaflets or commissures were present. Host tissue and visible mineralization were observed on the pieces. Remnants of pannus were observed on all three pieces received for analysis. Tan unknown friable tissue was received. Radiography showed mineralization in the two valved conduit wall pieces with traces in the piece of friable host tissue. Conclusion: investigation results indicated that three pieces of tissue were returned. Due to the receipt condition, it is unknown if the leaflets or commissures were intact. Calcification and pannus were noted on the returned pieces. These are known adverse effects and are generally related to patient conditions. There was no allegation against the explanted device, and the event was due to patient outgrowth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that this valved conduit was replaced due to calcification and in part due to patient outgrowth. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. As the device had been implanted for more than 9 years, it is unlikely that the reported intervention was due to any potential manufacturing issue. There is no indication that the reported calcification or patient outgrowth were due to product malfunction. (B)(4).